Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture, baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and rupture.

Event description:
Healthcare professional reported left side rupture diagnosed via MRI. Additionally, capsular contracture, baker grade unknown diagnosed by ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿rupture: observed a broken assessed as a surgical impact opening. (Shell thickness within spec). ¿capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿stress mark observed on the device. ¿crease fold and wear abrasion observed on the device. ¿observed 40 mm dark patch edge material inside gel device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture diagnosed via MRI. Additionally, capsular contracture, baker grade unknown diagnosed by ultrasound. The device has been explanted and replaced.